Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, both needle and thread broke during a procedure, they remained for a few moments in the abdominal wall of the patient, looking and trying to recover the needle. However, it remained stuck in the patient's abdominal wall.